Event description:
On (B)(6) 2010 the pt was undergoing fistulogram of av graft for outflow stenosis. Multiple passes using progressively larger balloons were performed to relieve the obstruction. During removal of the sheath, the catheter tip separated from the hub and remained in the pt. The tip subsequently migrated to a pulmonary artery branch. Requested info received (B)(4) 2010: all components of this catheter were retrieved and are available for inspection. Removal of the defective device required that the pt have a new catheter inserted. Pt outcome was requested but not provided.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100%, confirming flare on proximal end of sheath is caught securely in proximal fitting and that the sheath does not rotate in fittings. Additional inspection is performed throughout the manufacturing process and prior to further processing, ensuring the integrity of the device. Complaint confirmed solely on customer's statements of event. Without benefit of inspecting the complaint device, it is difficult to determined with certainly why the customer experienced the described failure mode for this product. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints. Risk analysis was performed by quality engineering and included this failure mode for sheath separation. With the addition of this occurrence, the risk priority number will remain at an acceptable level.